Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015. The patient manages her diabetes with a combination of diabetic medications (glucophage). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged they increased their dose of medication (to 1000mg of glucophage) in response to not being able to test on (B)(6) 2015. The patient claims she developed symptoms of "cold sweats and dry mouth" 4 days after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.